Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) unk_7330software. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. Customer receives error when attempting to generate carelink report, carelink report is not displayed as expected, or possible issue with data in carelink report, i.e. Missing, inaccurate, etc. No harm requiring medical intervention was reported. No product return is required for unk_7330software.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt was made to reproduce the issue by trying to generate weekly review report for the provide user from carelink personal application and confirmed that the issue was reproducible. For further investigation, we extracted the data upload from the carelink database and noticed that the user made a future time change on the pump. This resulted in the future time being displayed on the reporting page in the carelink personal application. To assist with the resolution , provided the below information to helpline support team -- there is a time change event in 19th november data upload due to which the carelink ui was showing 2099 date range. There was a time change happened on 1st november 2024 to 2099 and then set it back to 2024. -- carelink ui takes the most recent updated date to display in the data calendar , due to which it shows the 2099 date range. User needs to manually change the desired date from the data calendar for report generation. -- we have a change request already in place to address this ui date display in application. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. The underlying issue stems from the user making a future date change in the pump. As a result, the carelink application displays the most recently updated date on the report generation page. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.